Event description:
Investigation completed on a smiths medical convection warmer.

Manufacturer narrative:
Investigation completed on a smiths medical convective warming/level 1 equator blowers . The reported complaint of blower causing a second -degree burn was unable to be confirmed. The device was tested when plunging in power cord and connection to hose with thermometer. Device ran for one hour on each temperature with temp set from 36 and 40 I, the real temp was with 0,5 degree more and on 44 with about 1 degree more. Photos were taken and attached in agile. Another test with a new hose was performed, but the difference was the same. The customers complaint was unable to be verified or substantiated. The burn to patient may be related to not following manufactures recommendation and steps, along with nursing standard care, neglecting to assess skin integrity as part of national governing standards of care though out the world organization. Multiple sites and standards of care to be followed along with institution guidelines with goal to maintain skin integrity that may be at risk for breaking down, do to mobility, disease and other health care factors. The device arrived with no physical damages, wear and tears on the enclosure. Device came with hose which was bent and with power cord. The summary of maintenance included: the hose was changed because was damaged, receptacle cable was changed as a preventive maintenance, same as filter, power cord had bad values and it was changed.

Event description:
Information received a smiths medical convective warming/level 1 equator blowers caused a second degree burn to patient upper arm and upper body. Photos were provided to reveal the blisters and redness covering the entire upper alarm and shoulder. 9% body surface burn. The temperature was reported at 35.5 c before using and 35.9 c after finding out the burn when she woke up four hours from the beginning of medical procedure of left colectomy. Information revealed patient was receiving wound treatment for burns per hospital procedure daily. No further information at this time.